Manufacturer narrative:
Clinical review: a temporal association exists between ccpd therapy utilizing the liberty select cycler and the patient¿s adverse event(s) of severe constipation and potential pd catheter (not a fresenius product) issue warranting hospitalization. The etiology for the patient¿s constipation and/or potential catheter issue is unknown, therefore causality cannot be determined. However, it is known that patients¿ with esrd on pd therapy are more prone to develop gastrointestinal complications; such as constipation (1). At the time of this clinical investigation, there have been no reported allegations or documentation indicating the liberty select cycler malfunctioned, caused and/or contributed to the event(s). Additionally, the liberty cycler was not returned to the manufacturer for product investigation. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow-up on an unrelated customer experience, the point of contact (poc) for this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient was hospitalized on (B)(6) 2018 for severe constipation and possible drain complications related to the pd catheter (not a fresenius product). According to the poc, the patient was hospitalized after unsuccessfully attempting to resolve the constipation with the use of laxatives (type unknown) and an enema (type unknown) without result. Additionally, the poc stated there was a potential issue with the pd catheter (not a fresenius product) causing drain complications. Additionally information has been requested, but remains unavailable at the time of this investigation. It is unknown if any fresenius device(s) or product(s) we utilized during the admission. Additional information was solicited.